Manufacturer narrative:
(B)(4).

Event description:
Customer reports that transmitter failed with the error transmitter failed. Once acknowledged the screen displays the ¿pair new transmitter¿ message.